Event description:
The device was used during a wedge resection procedure. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.